Manufacturer narrative:
Evaluation results: inherent risk of procedure (revascularization).

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug eluting stent implanted to proximal lad. On the same day, the pt suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study devices. (Ref MFR# 9612164-2011-01195).

Event description:
Approximately 12 months post index procedure patient underwent ptca of target lesion which was treated using a balloon. Investigator reported that the event was definitely related to the study device.

Event description:
The previously reported target vessel ptca has been updated to approximately 8 months post index procedure. An unknown balloon was u sed. The outcome was successful.

Manufacturer narrative:
(B)(4), results: (myocardial infarction).